Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that two days prior to the call, the patient bent over and carried something. Since then the patient has had pain in the mid to upper thoracic area. The patient noted that the pain occurs when they are straining to ¿go number two.¿ the patient stated that there is no pain when they ¿hold the battery down.¿ the patient planned to follow up with a healthcare provider (hcp). No further complications are anticipated.